Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing.

Event description:
It was reported the patient's implantable neurostimulator (ins) had moved in the pocket site and was causing the patient discomfort. The ins was removed and replaced with a different model.